Event description:
The dealer stated the brake is broke. We do not know if it is the right or left side. No injury or property damage was reported. The dealer originally thought it was a pmi rollator but then decided it was an invacare unit. The dealer will verify lot number and model and call back.